Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.

Event description:
It was reported that within 6 month period the battery longevity estimation decreased from 3.1 year to 3.3 month for no apparent reason. The device was later replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.